Manufacturer narrative:
Results of investigation: the associated device was returned and evaluated. Visual examination of the insert showed wear-related damage and discoloration to the articular surface. Yellowish discoloration of the polyethylene of implants can occur when exposed to fluids in or around a joint. Macroscopic/microscopic examination of the insert showed damage related to the fracturing of the post on the post region surface. Macroscopic/microscopic examination of the fractured post showed damage to the posterior surface. In addition, macroscopic/microscopic examination of the fractured post showed no damage to the anterior surface. No additional unexpected visual features noted. No evidence of deviation in processing or material was found for the retrieved item. Destructive testing was not performed during this examination. No definitive conclusions as to the cause of these issues can be determined. A review of complaint history revealed similar events for the listed device, but no similar events for the batch, this failure mode will be monitored for future complaints for any necessary corrective actions. The clinical/medical evaluation concluded that this case reports a revision was performed due to pain, which was found to be caused by a poly fragment in the quadricipital cul-de-sac. To date, the requested surgical report and x-rays have not been provided. Therefore, the patient impact beyond the revision cannot be determined. Due to the limited information provided, no further clinical assessment can be rendered at this time. Should additional clinically relevant documentation become available, the clinical/medical task may be re-opened. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. The manufacturing process of the device did not contribute to the reported event. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that, a revision surgery was performed in order to replace a genesis ii ps insert size 3-4 9mm. The surgery was performed due to the pain experienced by the patient, and because it was confirmed through a scan that a polyethylene fragment was present in the quadricipital cul-de-sac. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.